Event description:
The pt was being treated for an un-ruptured midline anterior communicating artery aneurysm. The subject device was not detached in the aneurysm as it was not possible to position it within the aneurysm and it was removed. The physician did not state why the device would not remain in the aneurysm but did not relate this to any device malfunction or nonconformance. Three coils [including the subject device] were successfully implanted into the aneurysm. Post procedure, the pt was noted to have a ruptured aneurysm that was treated with medication and surgical clipping. The pt died four days post procedure. The physician did not relate the event to the devices but to the procedure. The physician stated that contributing factors to the patient's death were cardiopulmonary disorder, high intracranial pressure, and brain swelling.

Manufacturer narrative:
For no allegation of product malfunction or nonconformance.